Manufacturer narrative:
Model number/catalog number: sc-8336-50. (B)(4). Model/catalog description: coveredge 32 surgical lead kit 50 cm. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the ipg and lead revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patient had an infection at the ipg site. It was noted that the ipg had broken through the skin and was exposed. The patient underwent an explant procedure. No device malfunction was suspected. The patient was doing well postoperatively.